Event description:
It was reported that bd q-syte¿ bi-extension set 15 cm (6 in) 0.45 ml had foreign matter. No serious injury or medical intervention was reported. Verbatim: "particles found inside the packing and one extension hub is (separated) broken inside the pack. Packing is not opened. Observed small holes in back of the pack"

Manufacturer narrative:
H.6. Investigation: the manufacturing process was reviewed and no potential failures were identified since only the q-syte connectors are assembled to the bd extension sets and then packaged in the nogales manufacturing process. The damaged sample seems to be caused by a external source to the nogales manufacturing process. The damage extension observed in the sample received cannot be duplicated in the nogales manufacturing process. Our inspection catches any damage, foreign material and other visual characteristics which are quickly detected during the part placement in the conveyor, and after the package (blister) has been sealed. The damage is quite obvious and it seems to be caused out of the manufacturing process. It was observed some contamination inside the q-syte which is extremely rare and it seems to be used and exposed to other external sources, it¿s also noted this is a defect never observed and/or reported during the assembly/packaging process. The sample is available for further analysis of the contents if required. It¿s noted that one of the tubes has a cut and another tube is separated from the connector. This joint is not performed in nogales, but in the supplier premises. The clamp is split in two pieces, this is a damage never observed and/or reported during the assembly process. The cap is damaged in some parts (some holes), this is also a damage never observed and/or reported during the assembly process. No findings in qns/ncmr/DHR about the lot number 8183748 were found.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ bi-extension set 15 cm (6 in) 0.45 ml had foreign matter. No serious injury or medical intervention was reported. Verbatim: "particles found inside the packing and one extension hub is (separated) broken inside the pack. Packing is not opened. Observed small holes in back of the pack".